Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 14feb2019. The field service engineer (fse) confirmed the touchscreen issue. The field service engineer (fse) performed touchscreen calibration, performed annual pm, and completed all required pm service activities. The unit successfully passed performance verification and is ready for use. No other problem was found submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was locked up. No patient or user harm was reported. The event date was not specified; estimate used.